Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was intermittent or low irrigation on the device but not complete occlusion during use on the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, pump, and pressure gauge test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of the initial report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue was noted with the catheter. It was reported that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the suspected device for the irrigation issue is the catheter. The issue was not clearly seen prior to the catheter entering the patient. There was no error noted from the irrigation pump. Discharge ablation radiofrequency (rf) generator gave temperature alarm. The discharge was automatically cut off at 36, and the replacement of tail line was ineffective. The strong drainage in vitro was withdrawn, and it was found that the irrigation hole was blocked in the part with poor drainage at the head end. Later, the 50 ml syringe was used for injection, and the blockage was also blocked. Therefore, it was suspected that the drainage hole was blocked. The steps taken to resolve the irrigation issue was first, they checked whether the connection of irrigation tubing is normally clamped; in addition, strong drainage was used to observe the drainage of tubing. The drainage was normal without connection of catheter. Then, they connected the catheter and observed the partial blockage of drainage hole. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).